Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material remaining was unable to be determined. The foreign material was analyzed and found to be rubber of organic silicon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) clinic. The device was returned to olympus repair facility for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a routine inspection of the upper part, the gastrointestinal videoscope had a poor water supply. Originally, the water was supposed to flow horizontally as it hit the lens, but the amount of water flow was weak as it dripped from the base of the tip. The procedure was completed using a similar device. During the evaluation, the following reportable issue was found that there was a black foreign object clogged in the nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.